Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime cmv amplification reagent (5n23-90) is similar to the abbott realtime cmv amplification reagent (09n21-090) sold in the united states. Ticket does not reference a us list 09n21-090 lot number.

Event description:
The abbott realtime cmv assay is an in vitro polymerase chain reaction (pcr) assay for the quantitation of cytomegalovirus (cmv) dna in human plasma or whole blood. The assay is intended for use in conjunction with clinical presentation and other laboratory markers as an indicator of initiation of therapy and for use as an aid in monitoring viral response to antiviral treatment as measured by changes in plasma or whole blood dna levels. This assay is not intended to be used as a screening test for cmv or as a diagnostic test to confirm the presence of cmv infection. Field application specialist (fas) received a call from a customer complaining of discrepant results when running realtime cmv assay whole blood protocol. When the patient was initially run a result of 899671 iu/ml (5.95 log iu/ml) was generated. Customer reran this sample (same withdrawal) in duplicate because it was higher than expected; repeat results were 596661 iu/ml (5.78 log iu/ml) and 55258 iu/ml (4.74 log iu/ml). Customer requested a new withdrawal and reran the sample multiple times with the following results: (B)(6) - 18726 iu/ml (tube 1) (4.27 log iu/ml) and 3816 iu/ml (tube 2) (3.58 log iu/ml). (B)(6) - 2755 iu/ml (tube 1) (3.44 log iu/ml), 2649 iu/ml (tube 1) (3.42 log iu/ml), 3018 iu/ml (tube 2) (3.48 log iu/ml), 16014 iu/ml (tube 2) (4.20 log iu/ml). The results were not reported out of laboratory. There was no adverse impact to patient management reported in association with these questioned results. Although, it is unknown at this time if a malfunction has occurred. If this observation was caused by an abbott product malfunction and that malfunction were to recur, a falsely elevated result in the realtime cmv assay has the potential to cause or contribute to serious injury or death. Patient information: disease: multiple myeloma, transplanted patient. This incident is being reported to FDA because the incident occurred in italy using realtime cmv assay, list number 5n23-90 which is the same/ similar to us FDA approved realtime cmv list number 09n21-090.

Manufacturer narrative:
On october 10, 2018, we were made aware that date of event should be updated from (B)(6) 2018 to (B)(6) 2018. Correction was inadvertenly not included in follow up report #1 and is now being included in follow up report #2.

Manufacturer narrative:
Initial reporter, name and address incorrectly included fr in the initial report (identified on october 4, 2018). Field has been updated in follow up report #1 to correctly indicate italy. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer result log files for all runs in question were reviewed. All runs were valid, met all assay specification requirements, and no error codes or flags were displayed. There is no indication that the abbott realtime cmv amplification kit (list 5n23-90) lot 483967 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime cmv amplification kit (list 5n23-90) lot 483967 and its components was performed. The review did not identify any issues which could result in the reported complaint. The CAPA review for abbott realtime cmv amplification kit (list 5n23-90) lot 483967 and its components was performed and did not identify any internal or post-production use issues related to this lot. Complaint history review: the lot specific complaint history review for abbott realtime cmv amplification kit (list 5n23-90) lot 483967 did not identify any additional complaint tickets. Product/system/instrument evaluation: product file sample testing was not performed as there is no indication that the abbott realtime cmv amplification kit (list 5n23-90) lot 483967 is performing outside of established design performance specifications. As stated in the customer data review section, the assay software and the abbott realtime cmv amplification kit (list 5n23-90) lot 483967 are performing as expected. The assay reagents performed as expected and met the assay specification requirements without any error codes. Customer returns were not available. Based on the results of the investigation elements a product deficiency for abbott realtime cmv amplification kit (list 5n23-90) lot 483967 was not identified.